Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button error. Customer stated that they pushes the bolus delivery button it will not always respond. Customer stated that occasionally they ends up with high blood glucose rang because bolus button doesn¿t responds on first attempt. Customer stated that they enters glucose and then presses the bolus button, the insulin pump gives a message that bolus was not delivered. Customer stated that even though they hits the bolus button, the bolus does not delivery on the first attempt. Does deliver when bolus button is pressed again. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.